Event description:
Litigation alleges that patient suffers from pain and numbness throughout the left side of her body, calf pain, swelling in her left foot, and a small collection of fluid along the greater trochanter of her left hip. Additionally, it is alleged that patient has elevated metal ions in her blood.

Event description:
Update: (B)(4) 2014 - sales rep reported revision surgery. Patient was revised to address pain, fluid build up and elevated metal ion levels ((B)(4)). There is no new additional information that would affect the investigation.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.